Event description:
This is being reported as an adverse event that occurred as part of the (B)(4) study. The pt had surgery scheduled to undergo apical vault suspension, cystocele repair, uterosacral ligament suspension, vaginal hysterectomy, enterocele and rectocele repairs. One device was implanted on (B)(6) 2014 without complications. Following surgery on (B)(6) 2014, the pt had a pelvic infection and abscess with associated pelvic pain resulting in hospitalization. The doctor said the event was pelvic floor related but not to the device.